Manufacturer narrative:
Upon review, the right ventricular lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. There was no dislodgement noted. The lead was extracted for infection which was reported as 2017865-2019-00940.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had dislodged. On (B)(6) 2019, the lead was explanted. Patient was stable. No further information was reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.